Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/31/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s complaint of could not be confirmed; no product or device logs were returned for investigation. The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation.

Event description:
It was reported that the device was giving a channel error message and the upstream pressure transducer was replaced. The customer stated no further information will be provided. No patient harm reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, the patient demographics were not provided.

Event description:
It was reported that the device was giving a channel error message and the upstream pressure transducer was replaced. The customer stated no further information will be provided. No patient harm reported.